Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacturer, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were processed as scheduled doses, posing a significant risk to the patient. The issue was resolved by field service team or other group from customer side, and no information was provided, how the issue was resolved. No response from customer after multiple attempts. Case was closed. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es prn medications came across as scheduled. The user had an inpatient on the floor with prn medications that were every 4 hours prn/every 6 hours prn. These medications were coming up as scheduled though. This could be very harmful to the patient, and we were already seeing some confusion symptoms today. There were no adverse events or injuries reported based on this incident.